Event description:
A customer contacted beckman coulter (bec) reporting a cap piercer leak in the unicel dxc 600i synchron access clinical instrument. The customer observed moisture on the sample rack and on top of the sample collection tubes. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
The customer removed the blade and replaced the wick. The customer then cleaned the wash cup, but still continued to have the issue. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found a partially plugged waste vacuum line with debris from the sample collection tube tops. The fse is unsure whether the customer was double-piercing sample collection tube tops. The fse removed the plug and vertical alignments were performed. The fse verified cap piercer performance. Fse confirmed failure mode to be a plugged waste vacuum line. Bec identifier for this report is (B)(4).